Event description:
Physician reported rupture diagnosed by MRI. Unknown side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: observed, 40 mm dark patch edge material inside gel device. Brown particles observed, on the device.

Manufacturer narrative:
Continued health effect - impact code 4: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Mw 2770997 / MDR report number 9617229-2023-09052: captures the event of rupture for contralateral side.

Event description:
Company representative reported rupture. Unknow side.device has been explanted.